Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional regarding a patient who was implanted was a neruostimulator for failed back surgery syndrome and spinal pain. Information was reported that a patient¿s device doesn¿t work anymore. Caller didn¿t have any further information on what this meant or when the device stopped working. Caller speculated patient gave up and quit charging it. Technical services reviewed patient may need to see to see physician if patient programmer doesn¿t communicate with ins and therefore, there would be no visual confirmation that device is off for MRI. No medical symptoms reported that were related to the device not working. No further complications have been reported.